Event description:
The customer reported eye irritation when working with cidex plus. The customer reported eye irritation, blurry vision , and extreme dry eye. The customer saw a doctor at her local eye clinic and was prescribed eye lubricant and artificial tears. The customer did not know the ventilation exchanged for the room. No personal protective equipment was worn. Because of her physical symptoms the customer was cutting the cidex plus with water to make a half and half solution. She was informed that this was against the instructions for use and asked to stop. She did not report any injuries related to the diluted cidex plus solution.